Event description:
During a survey, an unspecified healthcare worker responded ¿1-2%¿ for the attribute/hazard of staple line stenosis¿ wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified gastric, inclusive of small bowel procedures. The respondent added "bougienable stenosis¿. This event likely required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.